Event description:
It was reported that the cannula and needle did not deploy during the activation process. The pink slide did not move forward, and the pod was worn between 25 and 36 hours. Details regarding treatment were not reported.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.